Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient was undergoing dialysis in the intensive care unit (ICU), the heart rate dropped suddenly leading to hypotension. Further device interrogation revealed post paced t wave oversensing on the right ventricular (rv) channel and far field p wave oversensing on the atrial channel. Programming changes were made. The patient was stable.